Event description:
The customer reported that while reprocessing his olympus evis lucera elite bronchovideoscope, a button malfunction occurred and an e216 error code appeared. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. No error codes were noted, nor button malfunctions during the device evaluation. However, a damaged charged coupled device unit (ccd) was discovered and causing the image to flicker intermittently. There was also a heavy degree of corrosion due to fluid intrusion. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to breakage of the printed circuit board (pcb) in the scope connector, which was further due to corrosion of the plug unit from a presumed leakage and fluid invasion of the scope connector. A further cause of the leakage could not be presumed. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): 3.8 inspection of the endoscopic system - inspection of the endoscopic image the user may be able to reduce/prevent the suggested event by handling device in accordance with the following IFU" -do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. 5.4 leakage testing of the endoscope perform the leakage test -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.